Event description:
Reported a smiths medical ambulatory infusion pumps cadd solis vip pumps 2120 pump alarm 41627 and after battery change alarm 41154. When testing the pump it does not draw fluid into the hoses. No adverse patient events reported.

Manufacturer narrative:
Other, other text: h2: a1-a4 and b5.

Event description:
Additional information was received indicating that there was no patient injury. The treatment started on march 25th and was to end on april 8th. The patient received the remaining infusion volume with a new pump and the infusion was not life sustaining. The problem with the pump was not resolved.

Manufacturer narrative:
Other, other text: additional information: d10. Device evaluation: one cadd solis vip pump was returned for analysis due to displaying error codes. The customer's problem was confirmed it was found that it displayed error code 41627 and 41541. The motor was tested but the motor does not cause excessive draft or noise. The motor is replaced as a preventive measure. The latch/lock optic flex sensor was found to be faulty and needed to replaced.